Event description:
It was reported that the reservoir has leaked insulin. The blood glucose reading is 388 mg/dl. Customer noticed that the reservoir compartment was soggy. Customer has treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.